Event description:
Procedure: laparoscopic ventral hernia repair. Reportedly, on the second day post-operatively from the hernia repair, the pt required surgery to repair a perforated small intestine. Pt status is well.